Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus. Based on the investigation, it is presumed that the user tried a wrong method of exchange acecide. The user may have unlock the disinfectant bottle drawer manually, instead of pushing load lcg button and then func start button. The device might not recognize exchange of disinfectant for the user conducted in the wrong procedure. Users can complete disinfectant preparation process adequately by conducting the process in accordance with IFU: chapter 7 routine-maintenance-setting up the disinfectant solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
An olympus technical support engineer worked with the customer to troubleshoot the problem. During the troubleshooting, the user was walked through the proper sequence and to load the lcg. The customer was guided to drain the device and wait for it to complete the cycle without interrupting. After the process was completed, the customer was instructed to listen to the drawer locking mechanism being released by the system which is when the acecide-c drawer should be open. The issue was resolved. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A biomed at a user facility reported that he manually released the acecide-c drawer causing the system to go out of sequence and was unable to perform a load lcg after doing a drain on an endoscope reprocessor (oer-pro). The biomed thought this was the correct way to proceed as he observed the action during training. There was no patient involvement or injuries reported. No additional information has been obtained.